Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the motor seized, was blocked and rough running. Therefore, the reported condition was confirmed. It was further determined that the motor was without function, the device was leaky and the soft mode was without function. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from austria that the compact air drive device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the motor seized, was blocked and rough running. It was further determined that the motor was without function, the device was leaky and the soft mode was without function. It was not reported if the device was used in surgery. There were no delays in a scheduled surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.